Event description:
It was reported that the patient experienced a shocking/jolting sensation. The patient had her lead either fractured or dislodged, and on (B)(6) 2010, the lead was replaced on the left side instead of the right side where it was previously placed. Patient stated she then felt stimulation down her leg, and on (B)(6) 2010, the patient saw her physician again for lead re-positioning. It was reported that electrodes '3-4 are unusable due to placement." Additional information was requested.

Manufacturer narrative:
(B)(4).